Manufacturer narrative:
(B) (4).proper irrigation technique was reviewed with the doctor.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to a sizing issue. No further details were provided.

Event description:
It was reported that the patient has expired after an implant duration of approximately zero days. Through the operative report, the following was learned: "the valve was replaced utilizing a 27-mm bioprosthesis. Once implanted, the valve seated nicely. Leaflet coaptation and excursion appeared good. The heart worked reasonably well, and the patient was separated from cardiopulmonary bypass without difficulty... The patient tolerated the procedure well and was transferred from the operating room to the cardiovascular recovery unit in a hemodynamically stable condition. Even by reoperative standards, this was an extremely difficult operation due to the generally poor quality of tissues and dense cardiac adhesions."

Manufacturer narrative:
(B) (4) .

Event description:
On november 20th, 2009 baxter was notified of a complaint from a customer reporting that their floseal device malfunctioned. The doctor used floseal on a patient during a partial nephrectomy. He noticed on an x-ray that there was a mass 6 months after the surgery. First the doctor thought that it was cancer that was back, but it appears that it was the floseal. In this case, the mass was 1cmx1.5cm. The doctor still has the film if needed. It is unsure if the patient was hospitalized. At the time of the report, the patient was recovered. Additional information received on 22-jan-2010 from a dr:dr is not sure that the malfunction occurred due to the use of floseal. He spoke with another dr (a well known urologist) and they think it could also be surgicel because he also used surgicel during the procedure. But the product, which ever it is, seems to not have resorbed.dr(first) stated that the mass was detected by a scan and echo, and that the product was applied by using 1 kit of 5 cc floseal with no clamping during surgery. He also mentioned that the excess floseal was not irrigated. The patient has no symptoms, but dr(first) will follow the patient closely to be sure it is not a tumor recidive.

Manufacturer narrative:
Non-irrigation of floseal excess is a user error that may generate a local inflammatory reaction and delayed break down of floseal. While other causative factors for such findings may be the concomitantly used surgicel or surgery and disease related causes, one cannot exclude the contribution of floseal to these radiologic findings.while the radiologic finding is not causing symptoms, the reason why this report may have clinical consequences and may impact patient safety is the fact that the identified mass may mimic or mask cancer recurrences or may generate tumor like findings that may contribute to false therapeutic decisions in the follow up of neoplastic disease.this will be kept on file for trending purposes.